Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. The device was returned to the manufacturer for physical evaluation. Therefore, complaint was confirmed from the evaluation of item. Unit received with the teeth will not come together on the swivel adaptor and unit will not tighten, general maintenance and cleaning required. The complaint is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined. Device identifier # (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-01113.

Event description:
This is 2 of 2 reports. A customer reported that the a1012 mayfield swivel horseshoe headrest and a3101 mayfield base unit were both used for a surgical case and needed to be repaired. The customer stated that the mayfield needed to be sent in since the "teeth are getting bare. The patient's head slid off the during a case and it was later discovered that the patient's head was on the headrest unprotected by the black foam piece". Additional information was received on 18nov2019 indicating that the patient was positioned for a free flap from fibula surgery procedure with neck dissection on (B)(6) 2019. The patient¿s head was on the mayfield and towards the end of the case, the surgeon noticed that it felt as though the mayfield/patient¿s head was moving. The nurse unscrubbed, repositioned the foam piece, and tightened the headpiece. The nurse noticed that the teeth looked as though they were getting bare. The horseshoe padding and patient¿s head had slipped wherein it was directly on the metal piece of the headrest. There was no injury to the patient. A 10-minute delay with no adverse consequence due to the delay was reported.